Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 8 days post implant, the patient came to the emergency room due to syncope/near syncope. A remote monitoring transmission was performed and reviewed. Possible atrial undersensing was noted. The next morning another transmission was received from the hospital. The reason for transmission indicated that the patient had a vagal episode and was septic in a declining status. Follow up with the physician's office indicated that the patient had been discharged to hospice and had passed away.